Manufacturer narrative:
Additional information - b2 (additional box checked), b5, d11, h6 (additional patient code and device codes added, and "(B)(4).

Event description:
Related manufacturer reference number: 2017865-2020-10631. Additional information - it was reported that there was suspicion of high capture thresholds, decreased sensing, and a cardiac perforation caused by the right ventricular lead as well, and the inappropriate shock was suspected to be due to oversensing of noise. During lead revision on (B)(6) 2020, it was discovered that the right ventricular lead was able to capture when connected to the pacing system analyzer but not when connected to the device. The lead was capped and replaced, and the replacement lead also was unable to capture when connected to the device. The implantable cardioverter defibrillator (ICD) was explanted and replaced, and the lead was able to pace when connected to the new device. It is believed that the failure to capture was due to the ICD rather than due to a lead malfunction, although the high capture thresholds, decreased sensing, and noise are believed to be due to the lead rather than the device. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic. Interrogation of the implantable cardioverter defibrillator revealed that the right ventricular lead was not capturing at maximum output. In addition, there was suspected possible oversensing of noise on the right ventricular lead that the device binned as ventricular fibrillation, and in one instance provided a shock. It is unknown whether these events were true arrhythmias or if they were noise being oversensed, and if the shock was appropriate or not. The patient was in stable condition and will continue to be monitored.